Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: manufacturing records were reviewed and the instrument and no anomalies were found. Material analysis was performed and found no material or manufacturing defects. The stryker rep reported that these were used approximately 12 times and the patient had normal bone quality. Conclusion: the probable root cause is not determined and multifactorial.

Event description:
It was reported that during surgery, an 8mm drill bit was used to prepare a screw. While drilling, the drill bit tip broke off and was left in the bone.

Event description:
It was reported that during surgery, an 8mm drill bit was used to prepare a screw. While drilling, the drill bit tip broke off and was left in the bone.